Event description:
Reportedly, unit smoked. Patient had to be evacuated and assessed for smoke inhalation (pulmonary physician was called and 10cc of blood was aspirated and sent to lab for evaluation.) Three other patients were evacuated as a precaution. Fire dept called and fire/biomed/maint determined vigilance was cause of smoke. No patient injury/complications.

Manufacturer narrative:
Evaluation summary: examination revealed that components were burnt on the cathode ray tube video control board. The cathode ray tube video control board was replaced. Method: device returned.